Event description:
A customer reported that an rh mistype had occurred on galileo echo m01326.

Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the instrument. The customer repeated the sample with another known b-positive sample with the reverse group assay. Rh positive results were obtained with both samples. It was also noted that the customer manually edited the sample ids for initial and subsequent testing. The customer was advised that not performing the confirmation/reverse group assay can increase the risk of an abo mistype as stated in the galileo echo operator manual. The instrument is operating within specifications.